Event description:
It was reported that during a laparoscopic gastric bypass procedure after the third firing stroke, the knife blade does not go to the black indicated cut line. The procedure was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Shrouds. The analysis found that one ec45al device was returned in good visual condition and with no cartridge reload loaded on the device. It was noted that the shrouds were damaged; however the damage is not related to the reported event. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife did advance far enough in both straight and articulated to fully form the most distal staples. The event described could not be confirmed as the device performed without any difficulties noted. We have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the manufacturing process.